Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product type lead product ID, 37744 lot# serial# (B)(4), implanted: explanted: product type programmer, patient product ID, 3550-39 lot# n293821 serial#, implanted: 2012 (B)(6), explanted: product type accessory. (B)(4).

Event description:
It was initially reported that the patient had swelling, a "super-hot" sensation, and constant pain on her left hip where the device was located. The patient could not sleep, lie on the device, or do anything without being in pain. Subsequent information received reported, the patient was "still having lots of pain with the battery in my back, but both sides say the[y] can't do anything at all, but am in pain 24-7, I can't sit or walk or anything at all." It was noted that the patient was still having concerns regarding her device or therapy, but was working with her physician or manufacturer representative. An appointment date of (B)(6) 2012 was indicated. Additional information has been requested, but was not available as of the date of this report. When received, a supplemental report will be submitted.